Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient's right ventricular (rv) lead exhibited high thresholds overnight. The following day, the rv lead was explanted and replaced by a new rv lead. However, the next day, the newly implanted rv lead was exhibiting high thresholds and thresholds that would vary depending on the patient's positioning. An x-ray was suggested to rule out the possibility of a micro dislodgement, but no further information has been obtained. The rv lead remains in use. No patient complications have been reported as a result of this event.